Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique occurred while the patient was hospitalized for another indication and was further described as ¿the patient¿s hospital nurse was not fully trained on performing pd therapy as the nurse did not wear a mask and also left the site open to air¿. On unreported dates, the patient began treatment for the peritonitis with unknown, intraperitoneal, intravenous, and oral antibiotics (doses, frequencies, and routes not reported). Nineteen days after the onset of the peritonitis event, the patient was recovered and was discharged from the hospital. On an unreported date, the patient¿s caregiver was re-trained on proper aseptic technique. No information was provided regarding whether dianeal therapy was ongoing. No additional information is available.